Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. The infusion set site was changed and a bolus via a syringe was administered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were observed. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.